Event description:
The device is part of a recall population. The device eval indicated that the failure was not related to the recalled component.

Manufacturer narrative:
(B)(4). Method: device internal memory was evaluated. Conclusion: failed component is unrelated to the recalled component.